Event description:
It was reported that 2 bd syringes 3ml ll 200 s/c had leakage issues. The following information was provided by the initial reporter : the consumer reported that the 3ml medication syringe to be leaking at the max zero connection. A leak was also noted on the night shift and they changed the medline and this morning when the next dose of the medication was due it was leaking again. With further investigation it was found that the 3ml syringe was not sealing properly.

Manufacturer narrative:
FDA notified ?: the initial reporter also notified the FDA via medwatch uf/importer report# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 2 bd syringes 3ml ll 200 s/c had leakage issues. The following information was provided by the initial reporter: the consumer reported that the 3ml medication syringe to be leaking at the max zero connection. A leak was also noted on the night shift and they changed the medline and this morning when the next dose of the medication was due it was leaking again. With further investigation it was found that the 3ml syringe was not sealing properly.